Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was cauterizing tissue when the reported issue occurred. Bipolar energy was being activated. The instrument was connected properly and hooked to an electrosurgical unit (iesu) or erbe generator. The settings on the generator were set to three cut and three coag. The instrument was in use for approximately an hour before the arcing event occurred and was in contact with tissue when the arcing event occurred. There were no instrument tip collisions that occurred during the procedure. There was no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the surgeon noticed arcing of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.